Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was not receiving adequate stimulation. A sjm representative met with the patient and reprogrammed the patient's system but was not able to achieve stimulation in the correct areas. An impedance check revealed high impedance. X-rays were taken and the patient was scheduled for a lead revision. Follow-up indicates effective stimulation was not achieved after the lead revision and the entire system was explanted.